Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient is deceased. It was reported the patient went into cardiac arrest, and the implantable cardioverter defibrillator (ICD) did not fire. It was indicated the implantable cardioverter defibrillator (ICD) system contributed to the patient¿s death.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.